Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during the investigation, a review of the black box showed a manual time change on (B)(6) 2016 from 01:04 to 13:02. A time/date reset was also observed after a power reset was observed on (B)(6) 2016 at 08:58. The pump¿s deliveries were observed to resume at 19:32 on (B)(6) 2016. The pump was exercised for 24 hours with no error or alarms occurring. The pump¿s total daily dosages added up correctly at the end of the 24-hour testing, and reflected the users programmed basal rates. The pump passed delivery accuracy testing, and was found to be delivering accurately and within range. After 24 hours the battery was removed for 6 hours. After the battery was reinserted after the 6 hours, the bench testing confirmed the time and date reset to the pump¿s default setting. The pump¿s cover was removed, and a visual inspection confirmed the bt1 internal battery was leaking.

Event description:
In 2016 the patient contacted animas alleging a blood glucose level of 1600 mg/dl. The patient did not allege any symptoms or positive ketones associated with the elevated blood glucose level. The patient alleged ems was called for treatment; however, no details of treatment was given during the call. The patient alleged the increase blood glucose level was due to the pump not accurately maintaining the time/date after the pump¿s battery was removed for less than 24 hours. The patient allegedly stated they were receiving blood glucose fluctuations at the time of the time/date reset. This complaint is being reported because the time/date reset issue may have contributed to the hyperglycemic event. Use error was also a contributing factor in that the time/date must be verified after every battery change.